Manufacturer narrative:
E1: (B)(6).

Event description:
It was reported that a shaft fracture occurred. The 80% target lesion was located in the mildly tortuous and mildly calcified coronary artery. A 10mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the delivery shaft was fractured while advancing the device. The device was pulled out directly. The procedure was completed with the another of the same model. There were no patient complications.